Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple, incomplete bolus alerts. Blood glucose was 145 mg/dl. During troubleshooting with tandem technical support (cts), the cause of the alert was explained to the customer (bolus screen is opened but no action is performed and screen is not exited within 90 seconds); however, the customer alleged having exited the bolus screen. Although requested by tandem technical support, the customer did not upload the pump data logs.